Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. Power up of the pump displayed lec 1871. Simulated use was able to download event log and read out the pump's log. But it was not possible to run the pump, the pump errored out. The event log verifies that the event occurred (one 1871 alarm recorded). The pump was opened and found the front housing post broken, a piece of the post plastic has become lodged in the gears of the pump resulting in 1871 error. The debris was removed from the pump and pump could run. Service will replace front housing and perform preventive maintenance on the pump for additional debris. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "battery depletion alarms". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.